Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue had resolved itself prior to arrival. The customer tested the functionality in the application with no problems. The cubie also tested good in the application according to the customer. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was in place in the machine, but the drawer was not recognizing that the cubie was there, so it could not be popped out or used. The customer confirmed there was no failed hardware icon. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.